Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. The trace and history files were successfully downloaded using thump. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. High bg anomaly is not confirmed. The pump history file lists four (4) boluses on the event date, 7/6/2024, listed below: 07/06/2024 07:57:29.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 27000 (2.7 u) bolusamountdelivered: 27000 (2.7 u) 07/06/2024 12:19:19.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 28000 (2.8 u) bolusamountdelivered: 28000 (2.8 u) 07/06/2024 17:52:23.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 33000 (3.3 u) bolusamountdelivered: 33000 (3.3 u) 07/06/2024 21:03:52.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u) please see below for the daily total of all insulin delivered on the event date, 7/6/2024: 07/07/2024 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 07/06/2024 00:00:00.000 dailytotalofallinsulindelivered: 317500 (31.75 u) dailytotalofbasalinsulindelivered: 219500 (21.95 u) dailytotalofbolusinsulindelivered: 98000 (9.8 u) there were no auto suspend events on the event date, 7/6/2024. There were no user suspend events on the event date, 7/6/2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported pump is malfunctioning. The event involved product(s) unomedical, unk_reservoir, mmt-1880l. Troubleshooting was not performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event and whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. No product return is required for unomedical, unk_reservoir. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.